Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) screen began to flicker. The nurse and the respiratory therapist were at the bedside when the incident occurred. They removed the patient from the device, and manually ventilated the patient with an ambu bag. They shut the ventilator off, and turned it back on, upon which the ventilator generated a diagnostic code. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The cse replaced graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the backlight inverter printed circuit board (pcbs), and upgraded the software to the current revision, which resolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.